Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, when changing refill for an ileostomy closure, the pusher thumb piece had detached from the stapler, making it unusable for the remainder of the operation because there was no longer the possibility of cutting between the lines of staples. The surgeon had to take a new one to resolve the issue.

Manufacturer narrative:
Additional information: d9, e1(facility name and street 1), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the stapler revealed that the thumb pusher was disengaged. A functional evaluation was conducted by reattaching the firing knob. The instrument's interlock was overridden, and the firing knob could be advanced and retracted without any resistance or hang-ups. It was reported that the pusher thumb piece had disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue may occur if an excessive upwards force was applied to the firing knob during disassembly, or if the knob was not fully rotated to one side prior to firing, causing detachment. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not rotate the firing knob during firing. Rotating the knob during firing may cause damage and possible instrument malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.